Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading ranged between 90-260 mg/dl. Troubleshooting was done. Nothing further was reported.